Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small horizon clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have grip input shaft axis #6 broken into pieces inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The input disk, bearing and the retaining ring belong to input axis #6 were still intact. The probable root cause is attributed to damage during reprocessing. Leftover residual chemicals on the input shaft can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a damaged instrument input shaft.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the small horizon clip applier instrument turned 90 degrees while clipping. The procedure was completed and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: this issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate the instrument from the surgeon console. The instrument was not static, and the movement of the instrument scaled appropriately with the surgeons. The instrument moved in the intended direction and the timing of the instrument had no delay. No shakiness was observed and there was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent and the customer used a back-up clip applier.